Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 150 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer produced results of 408 mg/dl, 150 mg/dl, and 200 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is (B)(6) 2015. The meter memory not recalled for test results performed. Adverse event not reported.